Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Surgery is scheduled to take place in november.

Event description:
Device malfunction. No accident has been reported. The parents reported that the implant housing is slightly more visable then before under the intact skin. Re-implantation is scheduled for november.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Device malfunction. No accident has been reported. Re-implantation is scheduled for (B)(6).

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
Current in situ measurements show only one functioning channel; previous measurements were within normal limits. No accident has been reported. The parents reported that the implant housing is slightly more visible then before under the intact skin. The recipient was re-implanted.